Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for peritonitis was not reported. It was reported that the patient passed away. The cause of death was reported to be peritonitis. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. The patient stopped using baxter product due to death/ passed away. No additional information was available.